Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply.

Event description:
Customer reported the panorama central station shut down after a power outage, which may have affected telemetry monitoring. No patient injury was reported.